Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿fixation of the fully hydroxyapatite-coated corail stem implanted due to femoral neck fracture¿ by thord von schwelov, et al. Published by acta orthopaedica (2012), vol. 83, vol. 2, pp. 153-158, was reviewed. The authors studied fixation and clinical outcome in patients who had a femoral neck fracture and who had received a fully ha-coated stem prosthesis. 38 patients mean age 81 (70¿96) years, were followed for 24 months with conventional radiographs, rsa, dexa, and for clinical outcome following a hra or tha to treat a dislocated femoral neck fracture between 2006 and 2008. There were 16 thas and 22 hemiarthroplasties performed in the study group. Preoperatively, 9 patients used a cane, 1 had poor ambulatory status secondary to a stroke, and 4 needed assistance with adls. 2 patients died due to causes unrelated to the implanted products. Requirement for inclusion of the study was age over 65 and a femoral neck fracture sustained within one week of implantation. The age range for tha was 70-79 and the age range for hemiarthroplasty was 80-96. Implanted depuy products: charnley polyethylene cup, bipolar femoral head for patient older than 79, a regular femoral head for patients younger than 79, and corail femoral stem. The cement used on the polyethylene cup is unknown. Results: 1 deep infection revision to unknown products excluded from the study 1 dislocation requiring revision of cup and head excluded from the study 13 patients required postoperative assistance with a cane for ambulation at 12 months follow-up. Most of these patients were implanted with the hemiarthroplasty. 3 patients who previously required ambulation assistance with a cane required wheelchair assistance at 12 months follow-up. 38 patients required some assistance with adls at 12 months follow-up. 5 stems mispositioned into varus 31 stems migrated by final follow-up. Mean distal migration of the stems was 11-mm. There was no correlation between bone mineral density and femoral stem migration. The charnley score for pain averaged 5.5-5.6 out of 6. There was no correlation between thigh pain and stem migration. Captured in this complaint: charnley polyethylene cup, bipolar femoral head, regular femoral head, and corail stem. The authors doe not specify which femoral head was attributed to the revisions due to joint dislocation and infection that were excluded from the study. The authors do not specify the ages and preoperative status of the patients who experienced postoperative complications. The postoperative results were identified with radiographic studies and clinical evaluations. There were no revisions or surgical interventions performed on patients who were included in the study.